Manufacturer narrative:
The following tests were completed for 10 samples of lot 6000727: 1. Visual inspection as per 4902148 criteria of quality per product of the family inset engesp, version 40. 10 samples visually inspected and no damages or bent. 2. 4802011, flow test on customer complaints -proof of flow of client's complaint, version 10. 10 samples met the criteria of minimum 80ml/minute flow test: p1: 118, p2: 102, p3: 98, p4: 95, p5: 92, p6: 130, p7: 125, p8: 196, p9: 123, p10: 116.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported by the patient for current high blood glucose level. High blood glucose level was 350 mg/dl and treated with correction bolus via pump. In troubleshooting bent cannula was found. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.